Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10. This event does not meet criteria as a reportable serious injury based on the information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. The surgeon evaluated this product as a single-use product and not the cause of the patient¿s endophthalmitis. The symptom was mild and the patient is recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced endophthalmitis after a vitrectomy procedure. The physician indicated a high possibility of aseptic endophthalmitis was suspected, however an infection was obvious. The patient's condition and treatment are unknown at this time. Additional information was requested; however, none has been received to date.